Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed loss of prime warnings associated with low and zero forces. During testing, the pump was primed and then emitted a loss of prime warning. The force sensor calibration reading was not within specifications. The pump case was removed and a pin on the force sensor flex was found to be damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that frequent loss of prime had occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).